Manufacturer narrative:
The product associated with batch 4h00667 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that she developed severe skin irritation and peristomal redness. She initially started to treat by changing her wafer more often. A few weeks ago, the issue became worse to where the redness and irritation had completely circumferential and the mass and tape border and it extended beyond the pouch system at least 2 inches and became weepy. She saw her primary physician on (B)(6) 2015, when she was transferred to the hospital via ambulance and admitted to the hospital, found to be dehydrated and septic. She was treated with intravenous fluids but no antibiotics until the day before she left the hospital (names not provided). She also mentioned that various creams, ointments, and pastes were used on her skin (names not provided). The day before she was discharged, she was prescribed oral diflucan and topical bactroban cream to be applied in the morning and topical clotrimazole to be applied in the evening. During her hospitalization, and ostomy nurse recommended convexity. It was discussed that the topical creams and ointments will interfere with adhesive and to try duoderm extra thin to secure and provide a dry area. She further mentioned that she continues to change the pouching system multiple times per day. She further mentioned that she had poor prognosis and prolonged recovery with long hospitalization; transfer to long term acute care hospital and then transfer to long term care. She came home in (B)(6) 2014 and within a few months noted a decreased wear time. She also mentioned that she had not noticed a problem before because she was always in bed.

Manufacturer narrative:
Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).